Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the thunderbeat front actuated grip jaw detached. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the tissue pad is split. The coating of the grasping section (jaw) was partially peeled off. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause could not be established but appears to be stress related. Olympus will continue to monitor field performance for this device.